Manufacturer narrative:
Visual examination confirmed that breakage occurred at the base of the threaded tip. The instrument was tested for hardness and met specification requirements. The damage is indicative of the application of side loads during screw tightening. Care should be taken not to over tighten the threaded driver inner shaft as this can result in damage to the tip of the instrument. The tip breakage appears to be related to excessive force placing unintended stress upon the instrument. At this time, the complaint is considered to be closed.

Event description:
Contact reports the tip of a threaded removal tool inner shaft broke off intra-operatively during screw tightening and may have remained in the head of the implanted screw. This was not verified during the procedure, however. A medwatch report is being filed as an unintended piece of the removal tool inner shaft may have been left in an implanted screw. If the tip broke off in the screw during insertion, the broken portion may be embedded in the bottom of the screw head. If this occurred, the tip is not likely to migrate.